Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of five reports (3007042319-2015-03980,3007042319-2015-03981, 3007042319-2015-03982, 3007042319-2015-03983, and 3007042319-2015-03984) submitted for devices related to the same event.

Event description:
It was reported by the medical personnel that the patient came to the hospital and reported power sources change from one to the other earlier than expected. This occurred approximately within a week from each other. Patient also suspects a problem with the controller. All 4 batteries and the controller were exchanged and no further problems reported. No reported consequence to the patient. Investigation is ongoing. This is report 5 of 5.

Manufacturer narrative:
The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple premature switching events. Analysis of the controller ((B)(4)) revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and three batteries with the potential to malfunction due to faulty internal cells. This is report one of five reports (3007042319-2015-03980,3007042319-2015-03981, 3007042319-2015-03982, 3007042319-2015-03983, and 3007042319-2015-03984) submitted for devices related to the same event.

Manufacturer narrative:
Additional information received batteries (B)(4) were returned and require analysis. This is report one of five reports (3007042319-2015-03980,3007042319-2015-03981, 3007042319-2015-03982, 3007042319-2015-03983, & 3007042319-2015-03984) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.